Manufacturer narrative:
(B)(4). Batch # l54580. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape.the event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information received: the staple line, itself, completed. However some staples shaped very irregular at the last part of anastomosis, there were bleeding at that part. Your previous reply indicated that the patient experienced bleeding. What interventions were done to stop the bleeding? I think I misuse the term ¿bleeding¿ in this report. It was not serious bleeding but more like oozing. After surgeon put the gauze on the bleeding site, he performed reinforce suture and sprayed fibrin sealant on that. How much blood was lost (ml)? I don¿t know. It was just minor bleeding like oozing. Did the patient require a blood transfusion? If yes, how many units were given? No. Did the post-operative care change based on the bleeding? No, it didn¿t. What is the current status of the patient? Normal.

Event description:
It was reported that during a hemicolectomy procedure, the surgeon fired the device at the colon, but he found some misfired staples at the end of the anastomosis part. He has to re-inforce with suture at that site 'to make sure of the anastomosis.'